Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for damaged was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A peritoneal dialysis registered nurse (pd rn) reported to baxter that their current batch of transfer sets have rough "treads" on the dark blue luer tip. This causes thread material on the alcavis soaked gauze to "catch" when their patients are cleaning the transfer set before disconnection and capping off. There was patient involvement, but no injury or medical intervention was reported. A follow up was done via phone. The pd rn stated that the dark blue female connector of the transfer set has some rough treads. The pd rn stated that the patients usually get the gauze stuck in the transfer set when they are cleaning it before or after therapy. The pd rn stated that all the transfer sets had the problem. The pd rn did not have the lot number available and no samples were available.